Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server had an issue where all stations were on disconnected mode. A technical support specialist (tss) found that health sight viewer (hsv) was showing as all devices as not communicating. The tss remotely accessed the application server and restarted the data synchronization server service and started the carefusion aria agent service. The customer then verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all station was on disconnected mode. Customer reported it show error when tried to pull medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.